Event description:
It was reported, the patient's lead was repositioned in order to provide better stimulation. The original position of the lead did not adequately cover the patient's original pain pattern. The patient reported effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.